Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s implantable cardiac monitor had a sensing anomaly. The device was reported to be undersensing and oversensing. The patient remained asymptomatic. No programming changes were made at the time.